Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that the event occurred during the procedure. The device overheated in less than 1 minute. A back up device was not used.

Manufacturer narrative:
Analysis found that the handle body had a crack at the back. The fixing screw of the rear cover was covered with glue. An attempt to open the handle was detected. The wire has slight kinks. Wire braiding was without traces of excessive mechanical stress. The plug is not deformed (fully inserted into the connector). The wheel of the mechanism of rotation of the blades is without damage. The blade rotation mechanism works well. The locking lever of the blade rotation mechanism is switched. When connecting to the console, error no. 15 (the handle is locked) appears. The handle shaft does not rotate. The declared malfunction was confirmed. The handle housing was open. Inside there was corrosion and traces of biological fluids was found. The motor cannot be removed from the housing. Preliminary list of repairs: opening the case. Cleaning of internal components. Troubleshooting. Replacement of the wheel of the mechanism of rotation of the blades. Cleaning or replacing the gearbox. Replacement of the body. Replacement of bearings. Replacement of elements of the locking mechanism. Replacement of seals. Replacing the motor with a wire assembly. Assembly of the case. Testing the shaver handle in operating modes. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the hand piece was not working properly. During operation at high revs, the shaver handle sticks/locked and does not develop the required revs, while it gets very hot. When the handpiece was enabled, there was an error on console # 15. There was no patient involvement.